Event description:
It was reported that the atrial lead exhibited intermittent sensing. At implant p waves were 3.1 mv through the analyzer and 3.9 mv through the implantable cardioverter defibrillator. At the post-op check, p waves had decreased to 1.0 to 1.1 mv. It was also noted that lead impedance had decreased from 1100 ohms through the device to 490 ohms. A chest x-ray did not show lead movement. The patient would be monitored.